Manufacturer narrative:
H3: ge healthcare has completed its investigation. The customer acknowledged receiving the notification letter regarding fmi 79072, class ii device recall number: z-0865-2024, which was delivered to the customer before the event occurred. Proof of delivery has been documented but the customer did not acknowledge receipt and understanding of the notification letter. Multiple attempts were made to obtain customer acknowledgement. The probe was subsequently returned to gehc for analysis and a double image was reproduced and confirmed. A detailed analysis identified the root cause as the known resistor malfunction, as outlined in fmi 79072. Gehc confirmed that the notification letter includes instructions to make users aware of the double image artifact and to perform the double image test monthly. A reminder letter, along with the original customer letter, is being sent to all customers who have not yet replaced their probe.

Manufacturer narrative:
Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871. A1, 2, 3, 4, 5, 6 - patient information not provided due to country privacy laws. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient in early pregnancy was being medically evaluated for a possible ectopic pregnancy. During the ultrasound exam, the user alleges a mirror image occurred. The mirrored image appeared to demonstrate a twin pregnancy, one intrauterine and one ectopic. A clinical decision was made and the patient underwent a laparoscopic procedure. The procedure results were negative for an ectopic pregnancy. The patient is in good health and has been discharged.